Event description:
I have mild hearing loss for a long time but I paid attention to get a checkup two years ago, after the checkup, my doctor suggested hearing aids due to the mild hearing loss from the weak inner/middle ear that can't be cured. After using hearing aids, I remembered that I had the issue with hearing aids already that whenever I touch any metal surface like pressing the metal button in an elevator or touching a metal doorknob, I get shocked from metals even with/without hearing aids on. I had this problem before MRI. Now I have started experiencing additional or worse side effects after MRI like weird kind of distortion in my head and ear both (doctor suggested me to have MRI due to my chronic migraines). I started wearing hearing aids a year before I had my MRI. Therefore, I'm not sure whether it's the side effects of MRI or hearing aids or maybe both. I removed my hearing aids before getting ready for the MRI exam. However, after the exam, I didn't notice much until it gets really worse in just a few months and it started twitching in my head and ears sometimes due to loud noise exposure like grass cutter. I can't use headphones for even more than 15 mins due to discomfort and pain in my ears, and my ears get really sensitive with even mild noises like a conversation with my family on the table. This normal noise sounds so sharp and twitching in my ears and head both that I even have to put fingers in my ears when my ears get so sensitive due to loud noise exposure. I have no idea how to improve my hearing and nervous system. I haven't worn hearing aids for a long time since it causes discomfort more than its benefit. I had a test from (B)(6) but I don't quite remember the exact date of the MRI examination and results. (Https://www.hearingdirect.com/us/hd-211-digital-hearing-aid.html). FDA safety report ID# (B)(4).